Event description:
The customer reported that while trying to expel air from the needle, they noticed the tip protruding from the safety shield. No information was received regarding any serious injury as a result of this product issue.